Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medcial products: t20a2u device, implant date: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high threshold and low r-wave since implant. It was noted the rv lead recently had oversensing of r-waves causing false tachycardia in diagnostics. The rv lead was reprogrammed and then explanted and replaced. The patient was a participant in the pan-psr clinical study. No patient complications have been reported as a result of this event.